Event description:
Same case as mfg. 2134265-2010-01735, 2134265-2010-01708, 2134265-2010-01710, and 2134265-2010-01711. It was reported that during an in stent restenosis treatment procedure, a balloon catheter stuck to a guide wire. The 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway 0.014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a clinically used 300-014 gw short taper device lodged within a sterling es monorail 2.5/40 balloon catheter. Due to the "as-received" condition, it is not possible to verify the guide wire overall length and the coil region finished diameter and length. Approximately 293.25cm of the guide wire is extending proximally from what appears to be a manufactured side-port located approximately 26.5cm from the distal end of the balloon catheter. The wire presents 2.60 cm of coating damage, with a 2.05cm region of underlying wire with complete coating removal, beginning 5.20cm from the side port opening of the catheter shaft. Both the balloon catheter shaft and the guide wire shaft present numerous bends/kinks of varying severity over their respective lengths. The guide wire presents indications that it is lodged within the distal portion of the balloon catheter due to axial compression damage to the blue colored polymer tubing that apparently makes up the guide wire lumen in this region of the catheter and at the distal tip. The blue polymer guide wire lumen of the balloon catheter presents an axial compression collapse of the tubing material approximately 6.80 to 6.85cm from the distal tip of the balloon catheter. The distal tip region of the balloon catheter presents indications of dried blood-like material occluding the catheter lumen. The condition of the coil to core wire joints cannot be verified due to the lodged condition of the guide wire within the balloon dilatation catheter. No other damage or inconsistencies are noted. The manufacturing batch record review confirms the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as mfg. 2134265-2010-01735, 2134265-2010-01708, 2134265-2010-01710, and 2134265-2010-01711. It was reported that during an in stent restenosis treatment procedure, a balloon catheter stuck to a guide wire. The 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway .014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4)